Event description:
It was observed that during the device evaluation, the front panel led (light-emitting diode) was dim, and the average flow rate was low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defect of led (light-emitting diode) lighting due to a front panel failure and that the average flow rate was low due to a failure of the first pressure reducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.